Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) amikacin (125mg, frequency and route not reported) and inj vancomycin (50mg, frequency and route not reported). The outcome of the peritonitis was unknown. No additional information is available at this time. This is report 3 of 3 involved in this event.